Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited total loss of capture. No intervention was performed, and the leads will continue to be monitored. The patient was in stable condition.